Manufacturer narrative:
The run data file (rdf) was analyzed for this event. The rdf analysis determined that the device operated as intended, the aim images were clean and clear and the lighting was in the appropriate range. A terumo bct service technician checked out the device at the customer site. The technician verified all sensors, completed an auto test and fluid run per manufacturer's specifications. The device was found to be within manufacturer specification. Per terumo bct's medical review, the device did not cause or contribute to this incident. Root cause: based on the physician's statements, the clinical and investigation findings, as well as internal medical review; the cause of death was due to the patient's disease state related to extensive cardiac history.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that a patient with chronic inflammatory demyelinating polyneuropathy(cidp),thrombotic thrombocytopenic purpura (ttp) and kidney failure was undergoing an exchange procedure on a spectra optia device. Approximately 7 minutes into the procedure,the patient's blood pressure began to drop and fell to 84/52. Per the physician at the customer site, the procedure was ended. The patient was a dnr and went into cardiac arrest after disconnecting him from the machine. Per the ICU doctor at the customer site, they do not believe the optia device had anything to do with the patient death, the physician determined the death was due to the extensive cardiac history of the patient. This report is being filed due to patient death, although per current information there is no detectable malfunction with the terumo bct device or allegation of a malfunction. The exchange set is not available for return because it was discarded by the customer.